Event description:
It was reported that the patient underwent a revision due to an implant fracture, approximately 9 years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. The device was implanted in 2013. Concomitant medical products: revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14 item#01.00402.055 lot#2715541. Ceramic head 36mm item#unknown lot#192462. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The broken revitan stem was delivered with the biolox head still mounted on the stem taper. The biolox delta head looks inconspicuous with some slight metallic smearing deriving most likely from the removal. The connection pin of the distal revitan stem is fractured. 1) the fracture surfaces show a fatigue fracture with typical progression lines starting from the lateral side of the pin. 2) the proximal component exhibits no bone ongrowth. Several scratches and nicks can be seen possibly deriving from the revision surgery. Patterns of small polished stripes are visible in the medial side, which indicates movement against bone. 3) the distal component shows damage consisting of scratches and dents possibly deriving from the revision surgery. Bone attachments are visible on both surfaces. Review of the device history record identified no deviations or anomalies during manufacturing. Medical radiographs were provided and reviewed by a health care professional. Review of the records identified the following: significant findings include left total hip arthroplasty with fractured proximal femoral stem. No definite evidence for acute trauma. Two pre-revision radiographs were provided. An ap xray of the pelvis shows a pin fracture of the distal stem at the stem junction, which is located slightly above the level of the lesser trochanter. Device was returned for examination. Fracture of the pin could be confirmed and the morphology of the fractured surfaces hints to a possible fatigue failure. Distal part shows good bone integration, while there were no sign of bone ongrowth on the proximal part. The patient was implanted with the shortest proximal stem part size 55; leading to a proximal location of the stem junction at the level of the lesser trochanter, which can be seen on the provided pre-revision radiograph. This proximal position of the stem junction increases the bending force on the taper and the risk for stem fracture. Contributing factors related to the patient, such as bmi, type and level of physical activity, and medical history remain unknown. In conclusion, based on the investigation a pin fracture of the distal revitan stem can be confirmed. Nevertheless since the cause may be multifactorial, consisting of device-, patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.